Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
¿On (B)(6) 2017, the reporter contacted animas and reported that an unknown call service alarm had been emitted by the pump more often than expected by the user. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 25-sep-2019 with the following findings: a review of the pump history showed no call service alarms. There was no data in pump histories from the time of reported power issue due to continued use. The pump powered on and was exercised for 12 hours with no call service alarms occurring. The complaint of a call service alarm issue was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.